Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The report indicated that the customer's bg levels rose significantly within the first three hours of activating a pod; his bg's ranged from 385-449mg/dl. Upon removing the pod, he noticed that the cannula was bent and that blood could be seen inside, though no alarm was initiated. The pod will be returned for eval.